Manufacturer narrative:
The associated devices were returned and evaluated. The journey uni femoral component had bone cement on the grit-blasted surface. The bone cement appeared well adhered to the component as it did not become dislodged with the manual application of force by hand. The articulating surface had scratches and deformation most likely from contact with the tibial baseplate. The journey uni tibial insert showed signs of burnishing and deformation on both sides. Burnishing of the insert can occur if micromotion between components occurs during in vivo loading. Burnishing and deformation to the articulating surface of the insert was likely caused due to contact with the femoral component. Burnishing and deformation to the backside of the insert was likely caused due to contact with the tibial baseplate. The journey uni tibial baseplate had bone cement on the grit-blasted surface. The bone cement appeared well adhered to the component as it did not become dislodged with the manual application of force by hand. The journey uni tibial baseplate was also fractured. The baseplate showed signs of burnishing and fatigue striations on the fracture surface. Fatigue striations are parallel microscopic features. The baseplate fractured by the initiation and subsequent propagation of fatigue cracking. The fatigue cracking eventually propagated to an extent that the remaining cross-sectional area of the baseplate could not bear the imposed patient loading, which lead to an overload fracture. Fatigue fracture is caused by the plate bearing cyclic (i.e. Repeated) stresses in excess of the material endurance limit for an extended period of time. This device was part of a previous field action. No additional actions are being taken at this time. If additional information is received in the future, this complaint will be reopened.

Event description:
It was reported that a revision surgery was required due to a fractured base plate.

Manufacturer narrative:
.